Manufacturer narrative:
A review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach on to the pump; reboots occurred with the returned cap. A test cap was able to attach on to the pump with no reboots. The pump was then tested for 24 hours with no power loss. The pump cover was opened and no internal moisture or damage was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.